Event description:
Follow up information received from the patient reported that they received assistance from the manufacturer¿s representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3550-39, lot# n200282, implanted: 2009-(B)(6), product type accessory product ID 39565-30 lot# serial# n174213004 implanted: 2009-06-08 product type lead, product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Event description:
It was reported that a couple of years prior to the report the patient got kicked in their stimulator and it was knocked loose. The patient went to the ER and had x-rays taken and they were told that it had to build scar tissue around it. The patient was able to move the stimulator around with their fingers and it bruised badly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.